Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: cath lab nurse ordering. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported they had a transcatheter aortic valve implantation (tavi) case. The case was completed however, the angio-seal failed to deploy. Manual pressure was applied. The patient was transferred to the coronary care unit (ccu). Patient condition was a non-serious injury. The procedure completed successfully. There was no life-threatening injury involving device and there was no permanent injury to body function or structure. Additional information as received on 30mar2025: during sheath removal, bleeding occurred. They used an angio-seal device for closure; however, it was not properly deployed, necessitating manual pressure for approximately forty-five minutes. A perclose device was used. Despite the perclose being used, manual pressure was still required for forty-five minutes to control the bleeding.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct the age is section a1, to provide the additional information in section b5 and to provide the completed investigation results. One (1) 8fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The hemostasis sheath and carrier tube were fully mated in rear lock position. The device appeared used with visible signs of blood. The anchor was deployed from the hemostasis sheath. The anchor was manually pulled and the anchor and collagen deployed. The complaint can be confirmed for partial deployment pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 10apr2025: the estimated blood loss was confirmed to be less than 250cc.